Manufacturer narrative:
Submit date: 11/28/2016. This user complaint was inadvertently reported. Additional follow-up with the revealed that the unit's rotor did not independently rotate. The unit's rotor was manually rotated by hand; this is not a reportable malfunction and was incorrectly reported.

Manufacturer narrative:
Submit date: 08/31/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit has a motor issue. Upon triage on (B)(6) 2016, it was found that the unit's rotor spindle would rotate backwards.